Event description:
It was reported to philips that the system would not fully boot up. The system was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot. Upon troubleshooting, the philips field service engineer (fse) checked with the customer and found multiple issues relating to collimator failure and requested onsite support. The philips field service engineer (fse) checked the system logfiles onsite and found multiple software-related errors, with no indications of hardware issues in the pc. To resolve the issue, the fse reloaded the software on the suite pc, restored the system from backup, and conducted functional testing. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.